Manufacturer narrative:
(B)(4). Analysis description: final analysis found the device was unable to communicate. The root cause of the anomaly was a battery anomaly. (B)(4).

Event description:
This report is to advise of an event observed during analysis.